Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), needle snapped clean off and is currently stuck in abdomen [needle issue], needle currently stuck in abdomen [injury associated with device], used a faulty batch of needles [product quality issue], maternal exposure during pregnancy [maternal exposure during pregnancy]. Case description: this serious spontaneous case from australia was reported by a consumer as "needle snapped clean off and is currently stuck in abdomen(needle broken)" with an unspecified onset date, "needle currently stuck in abdomen(needle injury)" with an unspecified onset date, "used a faulty batch of needles(product lot specific issue) with an unspecified onset date, "maternal exposure during pregnancy(maternal exposure during pregnancy)" with an unspecified onset date, and concerned a female patient who was treated with novofine (31g) (needle) from unknown start date for "gestational diabetes mellitus", at unknown gestational weeks the mother gave birth to a baby via unknown section, with a unknown birth weight and birth length was unknown. Apgar score was not reported. On an unknown date, the needle snapped clean off and was stuck in the abdomen. On an unknown date patient went for x-ray and also to surgery to remove the snapped needle. It was reported that the patient used faulty batch of needle. The outcome for the event "used a faulty batch of needles(product lot specific issue) was not reported the outcome for the event "maternal exposure during pregnancy(maternal exposure during pregnancy)" was recovered. Investigation result: name: novofine 31g, batch number: 18g04m the product was not returned for examination. Reference sample analysis: needles tested for resistance to breakage. The unused reference needle met specification. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. Since last submission case updated with the following information -new event product lot specific issue added -annex a code updated with the same. -narrative updated accordingly. References included: reference type: e2b company number, reference ID#: au-novoprod-815774, reference type: linked case, reference ID#: 816476, reference notes: same patient, reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2021-00028 reference notes: medwatch 3500a MFR. Report number h3 continued: evaluation summary: name: novofine 31g, batch number: 18g04m. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Needles tested for resistance to breakage. The unused reference needle met specification. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question.

Event description:
Case description: investigation result: novoofine 31g - batch 18g04m. The product was not returned for examination. Needles tested for resistance to breakage. The unused reference needle met specification. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. Since last submission, the case updated with the following information: -investigation result updated. "Is non-reportable" field updated to "no". -final report checked in EU/ca device tab. -b, c, d, g codes updated in device addendum tab. -manufacturer's comment updated. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2021: the suspected device (novofine 31g) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine 31g. Based on the nature of the event (injury associated with needle), it could be attributed to product handling error. H3 continued: evaluation summary investigation result: novoofine 31g - batch 18g04m. The product was not returned for examination. Needles tested for resistance to breakage. The unused reference needle met specification. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle snapped clean off and is currently stuck in abdomen [needle issue]. Needle currently stuck in abdomen [injury associated with device]. Maternal exposure during pregnancy [maternal exposure during pregnancy]. This serious spontaneous case from (B)(6) was reported by a consumer as "needle snapped clean off and is currently stuck in abdomen(needle broken)" with an unspecified onset date, "needle currently stuck in abdomen(needle injury)" with an unspecified onset date, "maternal exposure during pregnancy(maternal exposure during pregnancy)" with an unspecified onset date, and concerned a female patient (age was not reported) who was treated with novofine (31g) (needle) from unknown start date for "gestational diabetes mellitus". Patient's height, weight and body mass index were not reported. Current condition: gestational diabetes mellitus (duration not reported). Concomitant products included - insulin. On an unknown date, patient was confirmed pregnant. The first date of last menstrual period, gestational age the time of exposure, estimated date of delivery and number of fetus were not reported. Prospective/retrospective: prospective. On an unknown date, the needle snapped clean off and was stuck in the abdomen. Batch numbers: novofine (31g): 18g04m action taken to novofine (31g) was not reported. The outcome for the event "needle snapped clean off and is currently stuck in abdomen(needle broken)" was not reported. The outcome for the event "needle currently stuck in abdomen(needle injury)" was not reported. The outcome for the event "maternal exposure during pregnancy(maternal exposure during pregnancy)" was not reported. Preliminary manufacturer's comment: (B)(6) 2021: relevant information on operator of the device at the time of incident, training on how to use the product, injection technique and proper use and storage and whether it was removed surgically is unavailable.